Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited possible left atrial oversensing which resulted in left ventricular (lv) pacing inhibition. Technical services recommended to return to the previous settings to restore lv pacing. At this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.